Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they got the replacement communicator, but they had been dealing with the same issue. The patient stated that ¿it just keeps spinning or stuck whenever they were trying to connect and were seeing a red screen ¿connection has been broken¿". Per the patient, they were allowed 4 boluses a day. The patient stated that they called their healthcare provider, and they suggested having the handset replaced as they thought it was not the communicator having an issue but the handset. The agent tried troubleshooting with the patient by assisting them with deleting the data and restarting the handset. The patient then tried reconnecting and was able to get connected without any issue. The agent reviewed information and advised the patient to monitor the issue and call back if the issue persisted.